Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator was powered on and immediately received the reported alarms. Internal inspection of the ventilator revealed the supercap c129 on the power board had leaked electrolyte onto the adjacent circuitry and critical components were affected. The electrolyte leakage was confined to the power board. Carefusion installed a good known test power board and the reported issue was resolved.

Event description:
The customer reported that when this ventilator was about to be placed onto a patient, it started to alarm hw fault (hardware fault) and xdcr fault (transducer fault). The nurse was able to clear the alarms and the ventilator still ran properly, but the ventilator was switched out at a later time as a precaution. The customer reported that there was no patient harm or injury.